Event description:
A physician reported that a female contact lens wearer experienced keratitis in both eyes. The contact lens case and solution from the bottle were cultured, and were positive for the fusarium species. The patient was treated with cyclogyl, pred forte, vigamox, and polytrim unq. Close observation and treatment ended in 2006.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the record indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated the all chemical and biocidal performance was effective against microbial challenges are required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.